Event description:
Patient presented to the ed after wearing an event monitor that report pauses. Patient is completely dependent and was having pause due to noise on rv lead causing inhibition of pacing. Programmed tachy therapy off and programmed doo and remained an inpatient until lead revision on monday.

Event description:
It was reported that a patient presented to the emergency room due to pauses. The patient is pacing dependent. Device interrogation revealed right ventricular (rv) lead oversensing noise causing pacing inhibition. The physician elected to cap and replace the rv lead on (B)(6) 2022. The patient was recovering following the procedure.